Event description:
The balloon ruptured at 5 atmospheres of pressure. The lesion being treated was the superficial femoral artery. Once the powerflex p3 ((B) (4)) balloon burst, contrast media was observed leaking from the balloon. Another balloon (same size) was used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
During an internal review, it was noted that this event was believed to have been sent via alternative summary reporting (asr). However, it was not submitted on the asr report as it did not meet the guidelines for asr reporting at the current time the report was submitted (july 2007). Therefore, a 3500a was generated to report this event. During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery (sfa), the balloon was reported to have ruptured. There was no reported pt injury. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly (B) (4) with lot number 0101070562. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including burst test values. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.